Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an audio anomaly. During the call, the self-test was performed and an alarm occurred. However, the device audio returned. The patient's blood glucose at the time of incident was 110 mg/dl. Further troubleshooting did not occur. The insulin pump will not be returned for analysis at this time.